Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of returned device found no features/marks that would indicate the locking bar was fully inserted. Cause of the locking bar disengaging could not be determined. No design/manufacturing defects were noted during examination.

Event description:
It was reported that pt underwent total knee arthroplasty in 2005. During follow-up, it was noted that locking bar component had disengaged. Revision surgery to replace locking bar and tibial bearing was performed in 2006.